Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support received picture from customer showing burn marks on the power inlet. Technical support instructed the customer to replace the fuses and restart the unit. If the unit did not start up, replace the batteries and reboot the unit. Feedback from customer received saying that after replacing the fuses the mains indicator is still not active. Informed customer that there is possibility that the power supply is faulty and requires replacement. Customer sent logs after the repair and it shows battery failure alarm was active and it requires battery replacement.

Event description:
Customer reported that the battery failure alarm was active and there was no main indicator. The issue persists even after replacing the fuses. No information if there was patient involvement.